Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console would display error code for air in the heat exchanger on an intermittent basis. The perfusionist stated that the console would remain in service to complete the procedures. There were no patient complications reported as a result of the alleged event. A field service engineer will evaluate the console at the user facility.

Manufacturer narrative:
Device evaluation could not duplicated the reported error. The fluid level sensor (fls) was replaced as preventive measure. The console was then reassembled and passed al operational verification tests. The fls was evaluated and found that it failed due to raised edges. The raised edges do not allow the sensor face to make good contact with the heat exchanger, resulting in the reported error code 284.